Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: initial = 53.8u/ml / retest = 12.9 and 12.3u/ml; previous result was 12.2u/ml. It is unknown if the patient has pancreatic cancer. The customer also provided cea results initial = 2.6 ng/ml and retest was the same. There was no reported impact to patient management.

Manufacturer narrative:
A ticket search for lot 08020m800 did not identify an increase in complaint activity or any trends related to falsely elevated results. Return testing was not completed as returns were not available. Historical performance of reagent lot 08020m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent, lot 08020m800.